Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that since implant, the patient had success somewhat. They reported they were hoping it would get better, but they had gone on a trip where they left on (B)(6) 2022, and about three or four days into the trip, the patient felt like their therapy success rate had gone down. The patient mentioned that at implant, they had been trained under anesthesia, so while their spouse had heard the information the manufacturer representative (rep) had given them, the patient did not recall everything, and they had been concerned that having their handset in airplane mode during their trip had somehow interfered with their therapy. The manufacturer help line educated the patient about the use of the external devices and the therapy expectations. The patient stated they were going to adjust their settings later that day, as they currently had something else to do. The patient confirmed they had a patient therapy manual, and that they would call back if they had any further questions about adjusting their therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the issue was resolved.